Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: use/storage-improper storage manufacturer contacted customer in a follow-up email to ensure the initial concern is resolved and replaced test strips are not giving error messages - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for errors messages (e-2, e-3 and e-5). Manufacturer received complaint via email indicating that email is the easiest way to make contact with her. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms, but mentioned that sugar drop throughout the day. Customer informed that doctor doesn't understand why it is taking many to get the results. Medical attention is reported as a result of the meter readings. The product is not stored according to specification (in the pantry). Customer using alcohol on the finger prior to test (improper technique). Customer test 3 times a day and yet it can be 6-8 strips in order to get readings. Unable to troubleshoot and perform a back to back blood test due to the communication by email. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is two weeks ago. The meter memory was not reviewed for previous test result history.